Event description:
Balloon breakage.

Manufacturer narrative:
The report we received from our affiliate indicated that the patient had a stenosis in the right common iliac artery. The stenosis was very tight and calcified. When the physician introduced the opta pro balloon 3 x 40 mm over the hydrophilic guidewire, he felt resistance and the balloon system suddenly stopped. He could not advance it any further. He retrieved the system and the balloon was broken in the proximal part. The system was pulled out and the broken part (distal part/closest to the hub) was still attached. The balloon was not inflated at any time. There was no device/fragment dislodged in the patient. The balloon had been prepped as usual with saline. The hydrophilic wire is flushed with saline during the whole procedure. The shaft was not involved it was only the duralyn (balloon) part. The stenosis was impossible to pass, so the patient wasn't treated. The product is to be returned for evaluation, but has not been yet received. Additional information will be submitted within 30 days from received.